Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated date of implant which was reported as (B)(6) 2010. There was no reported product deficiency. Angina, myocardial infarction, and thrombosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that in (B)(6) 2010, the patient underwent a stenting procedure in an ectatic lesion in the right coronary artery with one xience v 3.0 x 28 stent. On (B)(6) 2011, the patient was hospitalized with chest pain and was diagnosed with a myocardial infarction caused by thrombosis. The patient was non-compliant in taking plavix. The physician made the comment that he felt that the physician who implanted the index stent chose an undersized stent in relationship to the vessel. The patient underwent balloon angioplasty. Though requested, the hospital would not provide any additional information.